Event description:
A malfunction alarm occurred with the pump, identified by malfunction code ¿malf 16,¿ and the issue did not result in the customer's blood glucose level exceeding 500 mg/dl, indicating there was no adverse impact. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support instructed the customer to put the faulty pump into storage mode and return it within 10 days using a prepaid label, and the customer acknowledged and understood the instructions.